Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height (fh) drawer 7 was failed to detect closed. A field service engineer (fse) troubleshot the device and replaced same side flex cable and position sensor after testing in the hardware test application (hta). Then the customer tested the drawer, again it was failed, so the fse replaced the full height cubie drawer and verified it was operational with the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, there was a hardware failure, and the drawer did not recognize it was closed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.